Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sweating and felt like pt was going to pass out. A pt reported pt was able to get the meter to test once. Their meter allegedly would only prompt message to apply sample. The result on their meter was last noted result was 199 mg/dl. There were no other tests performed and no comparisons done. Not treated. No further info has been reported.